Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the homechoice cassette during fill one of peritoneal dialysis therapy. The patient was troubleshooting an unrelated alarm on the homechoice machine and pulled on the lines from the side of the door to make sure they were not kinked. After that, the patient noticed that their hands were wet and some fluid was leaking from the side of the door of the cassette. The patient disconnected from the setup and ended the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.